Event description:
On (B)(6) 2012, the patient claimed the insulin pump was having intermittent power issues. Reportedly, the subject pump was rebooted twice a day for the last 2 days. The patient claimed the subject pump rebooted in the middle of the night on (B)(6) 2012. Subsequently she awoke with an elevated blood glucose reading of 515 mg/dl and felt nauseated. She was able to correct her blood glucose with the same insulin pump on the morning in question. During troubleshooting, the patient confirmed there was no damaged to the battery compartment or cap. There was no evidence of product misuse. The issue was not resolved with troubleshooting. The product was requested to be sent back to animas for investigation. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl after the subject pump had intermittent power issue.

Manufacturer narrative:
Follow-up #1 submitted 09/04/2012. The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: testing was able to duplicate power loss with the returned battery cap which had partially stripped threads and was unable to attach to the pump. A test cap was able to carefully attach to pump. Pump was exercised for 24 hours with test battery cap. No power issues or rebooting were duplicated during this time. Observed a cracked battery compartment extending from case seal to the threads. There is visible corrosion in the battery compartment a battery compartment leak was found during leak test. Removed pump cover; no additional moisture found in pump. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.